Event description:
It was reported that the ilet generated repeat alert 60 events indicating a ble board communication error when attempting to initiate the device, and the unit required replacement. Symptoms included no reported adverse clinical effects. Outcomes included no reported impact on health or medical care. The device was returned for investigation. Preliminary investigation of this case revealed a suspected internal communication fault consistent with a board-level ble communication error that prevented proper device initiation. Physical investigation revealed that the device experienced a loss of communication to the u4 bluetooth chip and failed to connect to the app. Reflowing the solder on the u4 chip successfully restored bluetooth connectivity. Complaint was confirmed.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.